Manufacturer narrative:
Further investigation of the customers issue included a search for similar complaints and a batch record review. No adverse trends in complaint activity were identified. The architect anti-hbs reagent package insert states that if the (B)(6) results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. For diagnostic purposes, results should be used in conjunction with patient history and other (B)(6) markers for diagnosis of acute, chronic, or recovered infection. A review was also carried out by the associate medical director with the following comments, exposure to (B)(6) efficiently drives vaccine-induced memory cells into effector cells. In secondary immune responses, booster exposure to antigen reactivates immune memory and results in a rapid (less than 7 days) increase of igg antibody titer. Consequently, subsequent reexposure to the same antigen results into a repeat primary response that follows the same kinetics in previously vaccinated as in naive individuals. The demonstration of the persistence of memory b cells long after vaccine antibodies have eventually disappeared, and of their brisk reactivation upon antigen exposure, has direct consequences for immunization programs. Additionally, the customer performed additional testing with the patient sample which showed that high levels of the antibodies existed in the patient samples. Therefore, the sample was deemed to be correct positive. Complaint information reasonably suggests that the assay is performing as intended and no malfunction of the device occurred. Based on the available information, no product deficiency was identified. Two corrections / changes to this narrative were made since the previously submitted follow-up: "accuracy testing" was not performed, therefore the first sentence was changed to "a batch record review." In it's place. This sentence was added: additionally, the customer performed additional testing with the patient sample which showed that high levels of the antibodies existed in the patient samples. Therefore, the sample was deemed to be correct positive.

Event description:
The customer observed a (B)(6) result on the architect i2000sr analyzer for a (B)(6) pregnant female patient. The following data was provided: (B)(6) 2011: (B)(6), (B)(6) 2012: (B)(6) and (B)(6) 2013: initial: (B)(6), retest (B)(6). The patient has received a (B)(6) vaccine around (B)(6), and no further administration of the vaccine since 11 years ago. Reproducibility and dilution linearity testing was performed at a reference lab and confirmed the results.

Manufacturer narrative:
Further investigation of the customers issue included a search for similar complaints and accuracy testing. No adverse trends in complaint activity were identified. The architect anti-hbs reagent package insert states that if the (B)(6) results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. For diagnostic purposes, results should be used in conjunction with patient history and other (B)(6) markers for diagnosis of acute, chronic, or recovered infection. A review was also carried out by the associate medical director with the following comments, exposure to (B)(6) efficiently drives vaccine-induced memory cells into effector cells. In secondary immune responses, booster exposure to antigen reactivates immune memory and results in a rapid (less than 7 days) increase of igg antibody titer. Consequently, subsequent re-exposure to the same antigen results into a repeat primary response that follows the same kinetics in previously vaccinated as in naive individuals. The demonstration of the persistence of memory b cells long after vaccine antibodies have eventually disappeared, and of their brisk reactivation upon antigen exposure, has direct consequences for immunization programs. Complaint information reasonably suggests that the assay is performing as intended and no malfunction of the device occurred. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
This report is being filed on an international product, list 7c18 that has a similar product distributed in the u.s., list 1l82. An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).